Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The lifevest detected an arrhythmia at 05:01:42. The patient's ECG strips show motion artifact. The lifevest delivered a defibrillation shock at 05:02:55. The post-shock rhythm was motion artifact. The response buttons were not pressed during the entire event. The patient did not seek medical attention but has decided to end use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention following the event but has ended use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded date file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) (reuse). Electrode belt sn (B)(4) - (B)(6) 2014 (reuse).